Manufacturer narrative:
(B)(6)

Event description:
The customer reported that the device displays a speaker malfunction. The customer confirmed there is no sound at all. No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.